Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the issue was considered resolved after the surgery. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp), via the manufacturer¿s representative, regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the physician expressed concern that the pocket site did not appear to be healing. No falls were mentioned. Otherwise, the patient was happy with the symptom relief. As actions taken, the patient was seen for normal follow up after the surgery. The doctor was watching to see how the pocket site heals. The issue was not resolved at the time of report. The patient status was noted as ¿alive ¿ no injury¿. Follow up information received from the manufacturer¿s representative on mar. 25, 2019 reported that the doctor removed the battery and tunneled the lead to the patient¿s opposite side. A new pocket site was created as there was exposure at the original battery site. The physician implanted a new ins. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.